Event description:
It was reported that during a farapulse procedure for a case of atrial fibrillation, a faradrive steerable sheath was selected for use. The physician noted air ingress into the flush line when aspirating, it developed after a couple times of inserting and removing either the dilator or farawave in the sheath. The physician was very careful with his aspirations after noticing the air in the line. The procedure was completed using the original device. No patient complications occurred. The device is expected to be returned for analysis.

Event description:
It was reported that during a farapulse procedure for a case of atrial fibrillation, a faradrive steerable sheath was selected for use. The physician noted air ingress into the flush line when aspirating, it developed after a couple times of inserting and removing either the dilator or farawave in the sheath. The physician was very careful with his aspirations after noticing the air in the line. The procedure was completed using the original device. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
No outer abnormalities were noted. Leakage and a steady flow of air were observed during leak and aspiration testing respectively. Tears by the center slit of the external and internal hemostatic valves were found. This type of defect can compromise the valves' ability to seal pressure and fluid within the sheath.